Event description:
Approximately nine months after receiving two overlapping cypher stents in the proximal lad, the patient had restenosis in the proximally implanted cypher stent. The patient was treated with another cypher stent.